Event description:
While trying to cut tissue, a system message appeared saying the blade is exposed. Instrument was removed and pa [physician assistant] saw the blade is exposed. Another vessel sealer was used to complete the case.